Manufacturer narrative:
Conclusion: the valve serial number was not provided; thus, a manufacturing/sterility review cannot be performed. However, the process used to sterilize evolutr valves has been validated to meet the requirements of international organization for standardization 14160. This process resulted in a sterility assurance level (sal) of 10-6, or the chance of an organism surviving the sterilization process is one in a million. The organism used to validate the sterility assurance level was chosen as it represented the type of organism having the greatest resistance to the sterilization process. This was determined through a series of challenge studies using a wide variety of organism types. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. The patient was diagnosed with endocarditis five weeks post implant, which may have caused/contributed to the reported severe insufficiency. Although the causative organism was unable to be provided, bioprosthetic valve endocarditis occurring early post-operatively, within sixty days, is usually due to perioperative bacterial contamination, and are not likely to be related to the manufacture of the device. These cases are typically due to the introduction of the microorganism during the implant procedure (1). Given this information and the sterility process, it is unlikely that the device was the source of the reported endocarditis or the subsequent death. (1) mylonakis, e., and calderwood, s.b. Infective endocarditis in adults. New england journal of medicine. 345 (18). 1318-1330. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five weeks after the implant of this transcatheter bioprosthetic valve, endocarditis with severe insufficiency was noted. The patient died due to endocarditis three months post implant.